Manufacturer narrative:
As of today, the suspect device has not yet been returned to olympus for evaluation. Prior to the device evaluation, the device will be sent out for additional microbiological testing. Further information was provided by the customer. The customer reported that there was no patient infection and there was no deviation ,deficiencies and concerns in reprocessing . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during reprocessing. All channels was sampled and the customer reported microorganism greater than 80 cfu/endoscopes, microorganism greater than 45 cfu /100ml .there was presence of escherichia coli and klebsiella. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: mar 05, 2024. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.